Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non calcified, mildly tortuous lesion exhibiting 10% stenosis located in the mid-proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that there were inflation difficulties during balloon inflation to first nominal pressure and second to rate of burst pressure. It was observed that only half the stent inflated like a funnel shape. Another sc balloon was used to fix the stent to the vessel. The patient was reported to be alive with no further injury.

Manufacturer narrative:
Additional information: the same inflation device was used with other devices before and after the inflation difficulties with the resolute onyx. Image analysis summary: images show a cto of the rca. A guide wire is passed through the lesion to the distal vessel. A balloon is delivered and the lesion is pre dilated. A stent is delivered to the lesion. Deployment of the stent is initiated , however only the proximal portion of the stent expands, indicating inflation difficulties. Non contrast images show the partially deployed stent in vivo. Attempts are made to withdraw the stent. The stent is pulled toward the proximal vessel. Following failed removal attempts, a balloon is delivered into the stent and inflated. The balloon is used to fully deploy the stent. Post dilation of the stent and dilation of the lesion are performed. A second stent is positioned across the lesion in the rca. The stent is deployed and post dilation is performed. A contrast image shows the treated rca and the procedure is finished. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: a kink was evident on the distal shaft. The device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. The balloon material was jagged and uneven at the tear site. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient presented with mi. The lesion exhibited 100% stenosis. As it was an mi case, it was assessed that there was soft plaque not cto in the rca. A wire and pre-dilation balloon passed easily through the lesion. If information is provided in the future, a supplemental report will be issued.